Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet valve was replaced.

Event description:
The hospital reported that, during a case, the clinician noted that auxiliary common gas outlet mode was not functional. The clinician reportedly switched to manually ventilating the patient. There was no reported patient injury.